Event description:
Procedure: colorectal. According to the reporter: the 2nd idrive first would not close, then would go back to the neutral position then once fired and taken out of patient completely shut down and would not work. Current patient status: patient is fine. For reports concerning surgical stapling devices, was another manufacturers reinforcement material used? No in this incident, were any other manufacturers products used with the device that is the subject of this report? No did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no there was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. Post- op diagnosis: patient was fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one adapter both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. Functional testing showed that the system was able to power up, calibrate, articulate, rotate and fire a test reload with no issues. The handle was then leak tested and no leaks were seen that would cause the device to malfunction. The handle was disassembled for inspection of the circuit board. No abnormalities were found and no defects were found in the coating on the board. Visual and functional testing of the returned devices confirmed the product met quality release specifications that were tested regarding the reported conditions and the reported conditions were not confirmed. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. There was no adverse patient event reported as a result of the alleged event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).